Event description:
It was initially reported on an implant card that the patient had a lead break. The lead and generator were replaced. The explanted products were discarded and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.